Event description:
Infusion center patient presented to state that the cadd pump didn't deliver the 3rd dose of merrem medication due to accumulated air in the line- information is available of both the cadd pump, the bags and tubing which show 0.9 nacl ref l8001- (B)(6), lot j53604 did not infuse- manager of the infusion center states that this is the same issue they have been having with the cadd pumps when the bags/tubing seem to accumulate air which causes the pump to malfunction.